Event description:
It was reported via repair work order that the power load transfer would not lock into the system. The magnet paw mechanism would not return to popped up position due to foreign material contamination. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.